Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre-discharge device evaluation, right atrial (ra) loss of capture (loc) was observed. The ra lead was found to have dislodged. A revision procedure was performed and the ra lead was succesfully repositioned. No adverse patient effects were reported during the procedure.